Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was over 600 mg/dl, 298 mg/dl, 300 mg/dl. Customer stated that the insulin pump had motor error. Customer stated they changed set and reservoir and motor error started again. Customer reports drive support cap was normal. Customer also stated that they are able to rewind the insulin pump. Customer also stated that insulin pump had crack on the battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Device received with broken battery tube threads. (B)(4).